Event description:
Additional information was received indicating the aneurysma spurium was not related to the medtronic device, however, there was a casual relationship to the study procedure. The patient had hemodynamic instability which occurred on (B)(6) 2021, as a result of ptt lapse within the scope of hemorrhagic shock with the hemorrhage to the right groin. Following stabilization and transfusion of packed red blood cells, surgical treatment with direct suture and hematoma evacuation was performed by vascular surgery. A wound healing disorder occurred over the course, with the result that a surgical revision was performed on (B)(6) 2021. Infection parameters were increased and suspected aspiration pneumonia following the auscultatory examination, and antibiotic treatment was provided with cefuroxime and metronidazole. The tte revealed an ancillary finding with evidence of moderate aortic valve stenosis and moderate to severe tricuspid regurgitation. With a thrombus initially suspected at the pacemaker wire in the right ventricular region, anticoagulation treatment was provided with heparin. Apixaban was initiated first of all following treatment of the pseudoaneurysm acute to chronic renal failure with uremic encephalopathy, most probably acute. Treatment was attempted with high-dose furosemide and controlled volume delivery with pronounced peripheral volume overload. A recurrent albumin replacement and anticoagulation treatment with heparin due to renal failure. The patient was hospitalized from (B)(6) 2021 to (B)(6) 2021. The patient did require a blood transfusion and surgical procedures. The patient passed away on (B)(6) 2021. Diagnostics were performed, as an activated clotting time showed greater than 140 seconds as a result. In addition, it was also noted m2 occlusion reopened following thrombectomy passage with peripheral occlusion still of a strong parietal branch, and the result was: tici 2b.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported hemorrhagic shock due to puncture site bleeding, operated, blood transfused. Reoperation (wound infection). Acute on top of chronic renal failure, most probably due to medicine toxicity.

Event description:
Additional information was received indicating the site of the pseudoaneurysm was the femoral right location, on the access site. The subject received a blood transfusion on 14 and 15 of november, a total of 4 packets rbc. Also, a surgical treatment of hematoma removal was performed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B3: additional information was received updating event date. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that a patient who underwent treatment with a solitaire x had an aneurysma spurium with was fatal. The procedure was for a clot in the middle cerebral artery (mca) m2 in the right hemisphere. Pre-procedure mtici score: indeterminate. Final post-procedure mtici score: 2b. Post procedure there was an aneurysma spurium. Mrs score: 0. Nihss score: 14. The patient was hospitalized. Diagnostic procedure was done. Event was not related to underlying condition or disease. Not a result of device deficiency. The event had a causal relationship to the study procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.